Event description:
Hi, I wanted to reach out regarding an order of prophy angles that our office recently purchased. Unfortunately, we are unable to use this product because it may pose as a choking hazard. The rubber tip came off and fell to the back of the mouth while using on a 2-year-old. The hygienist was able to swiftly retrieve the tip without incident.